Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Unable to performed event history log review. Visual inspection and functional check testing were performed. The customer's reported problem was verified. The pump displayed "41786" alarm message during investigation. According to investigator the "red alarm code 41786" issue was caused by faulty mpu board. Service replace the faulty mpu board to correct the reported problem. The root cause of the issue was the faulty mpu board.

Event description:
Information was received that this smiths cadd solis vip pump displayed error code "ec1861". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.